Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple inaccurate fill estimates after loading multiple cartridges. Reportedly, the cartridges were filled with 300 units. There was no impact to the customer's blood glucose level. Reportedly, the pump would continue to be used for insulin therapy.